Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing on (B)(6) 2012, and her depression symptoms had worsened as of (B)(6) 2012. The patient also could not feel the vns stimulation. The patient had no known trauma and did not manipulate the vns. An x-ray was received which did identify a frank break in the vns lead. Surgery to replace the vns lead and possibly the generator is likely, but has not occurred to date. Attempts for further information are in progress.

Event description:
Reporter indicated the patient's vns was disabled due to the high lead impedance. The patient's depression has returned to pre-vns levels. The patient's medications are being managed by a 3rd party psychiatrist so the reporter is not certain what medication changes have occurred. Vns generator and lead surgery is still planned, but has not occurred to date.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. The explanted lead and generator were discarded by the hospital.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred.